Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. "The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 alarms or pump error 24 alarms noted during testing. No unexpected power loss alarms, low battery alerts, replace battery alerts or replace battery now alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a power loss alarm. The customer's blood glucose reading was 183 mg/dl. No further details were provided and nothing was replaced or returned.